Manufacturer narrative:
Device 2 of 18. Based on the available information, this event is deemed to be a reportable malfunction. Complainant was unable to provide the lot number. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the precut opening is very off-center. End user reports she used some of the product after cutting it an additional amount to accommodate her stoma whereas some of the product was too off-center to use. No harm reported. A photograph depicting the reported complaint issue was provided by the complainant.